Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
It was reported that torn at sterile package of the ctp detected. Customer did not use the product on patient. Complaint #(B)(4).

Manufacturer narrative:
It was reported that hole at sterile package of the ctp detected. The photograph was received which shows the hole at the sterile package. Based on this, failure could be confirmed. No product investigation is required since photograph shows the failure clearly. Device history records for lot 92285455 was reviewed. There are no evidences indicating non-conformance or deviations of the product in question during manufacturing and final release of this specific lot. Storage conditions of hospital have been controlled by ssu and there could not be found any non-conformities. This failure could not be linked to the storage. Damaged box rework record has been controlled for the reported lot, and there could not be found any reported damaged at xpo. Packaging of the tube set has been controlled and there could not be found any issue that could cause hole on tyvek. According to the support document, there is 100% visual control according to 6 eye principle for tyvek lid. Device history record review shows that this control was performed. It could be conclude that the device was manufactured in compliance with defined production steps and specifications. Appropriate manufacturing documentation and production step controls were in place. In addition to this, according to basic operation procedure packing tubing set inside trays is performed according to the technical drawing and picture instructions. Based on the information above, no manufacturing problem was found. Based on the received information, the most probable root cause has been found as: - transport damage. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: (B)(4).